Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The family of a patient with an implantable neurostimulator (ins) reported that the patient had a rash up and down her leg. The caller stated that the patient had the device removed and the rash went away. No device malfunctions were reported and the issue was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.